Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the remote control wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the glass rod corroded, the remote control button(1) disinfections damage, the remote control button(2) disinfections damage, the remote control button(3) disinfections damage, the remote control button(4) disinfections damage, and the ccd module blackout; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).